Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a detached applicator needle that occurred on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available. No product or data received, however, photographs were provided. From the photographs provided the complaint for a detached applicator needle was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The sensor applicator was returned for evaluation. The sensor applicator was visually inspected and it was noted the applicator was partially deployed resulting in an exposed sensor wire, needle, and cannula. The needle and cannula are attached to the applicator body, therefore, the reported event of detached needle/cannula could not be confirmed with the returned sensor applicator. A photograph was taken of the returned sensor applicator. A root cause could not be determined.